Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the customer that the time on the pump was off by a few hours. Tandem technical support assisted customer in readjusting the time. There was no impact to the customer's blood glucose level.